Event description:
Boston scientific received information that this left ventricular lead was explanted after displaying pacing impedances greater than 2000 ohms and loss of capture. There were no adverse patient effects reported. A request for return of the lead has been made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.